Event description:
Pt reported inaccurately low blood glucose readings with 2 boxes of test strips, lot 1h512b. Some time within the last two months, pt opened the first bottle from the first box and they "worked fine" (readings in the 120 mg/dl range). Some time within the last month, pt opened the second bottle from the same box and obtained a blood glucose reading in the 50 mg/dl range(pt does not remember specific result). He did not show hypoglycemic symptoms. Because of the lower blood glucose reading, pt then opened the first bottle from the second box and, again, obtained a blood glucose result in the 50 mg/dl range (pt does not remember specific range). He did not open the second bottle from the second box. He discontinued use of all bottles of test strips and did not perform a blood glucose test again until he spoke with the co's rep. With the rep., pt obtained a blood glucose test result of 34 mg/dl using the second bottle from the first box. Pt could not perform a blood glucose test using the first bottle from the first box because he "could not find it". Also with the rep, pt obtained a blood glucose result of 47 mg/dl using the first bottle from the second box. Because the second bottle from the second box has not been opened, pt did not open it and perform a blood glucose test. Pt's normal control solution is expired. With the rep, pt obtained a strip test result of 87 versus a strip range of 75-99. The desiccant is in all three open test strip bottles. The pt stores the test strips in the kitchen. Note: pt will return all test strip bottles to co except the first bottle from the first box (because all test strips have been used).